Manufacturer narrative:
H10 ?device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The investigator started with a visual inspection and then filled the tank with water, attached temp check, plugged in line cord, and turned on power switch. All the device alarms were triggered. The lights were flashing, but there was no sound coming from the speakers. The customer reported product problem was therefore confirmed. The issue was attributed to a faulty heater. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was further reported that there was no patient involvement. The product problem was observed during preventative maintenance.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the speaker on the level 1 hotline low flow system (hl-390) was not working. No patient injury or complications were reported in relation to this event.